Manufacturer narrative:
Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Unit passed the displacement accuracy test (dat) with 0.0867 inches. Pump did not pass the self-test due to a pump error 63 occurring during testing on 08/26/2024 08:34:15.000. No over delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 34.625 units of normal bolus was delivered on 21-may-2024 between 11:45:26.000 and 22:24:16.000. Pump error 63 (variable 3) was found in the history files on 05/22/2024 22:08:06.000. Pump was cut to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Unable to do the force sensor zero offset test and motor test due to moisture damage to the flex connector. The p-cap/reservoir does lock properly. The following were noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay, pillowing keypad overlay and serial number label missing. Pump passed functional testing and no over delivery anomalies noted during testing. Possible over delivery anomaly was not confirmed. Unable to confirm low bg's. Pump error 63 (variable 3) was confirmed due to broken trace at u1 pin 6 on the keypad assembly. Pump error 42, pump error 3, pump error 54 were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 3: reported the main arm cannot communicate with the motor arm , pump error 42: drive count error boundaries exceeded after movement, pump error 54: hal software error was detected, pump error 63: received a hardware low-level failure. The customer reported blood glucose value of 34 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. Customer reported the following led up to the event: was not sure to recall. The event involved product(s) mmt-1712k. Troubleshooting was performed. The customer reported low blood glucose. The customer has been using the insulin pump system within 48hrs of reported low bg event. Cust believes the pump is over delivering. Cust was able to upload to carelink. Customer reported receiving a pump error. Customer was able to clear the error complete rewind process and pump passed displacement test. Error occurred during basal bolus. Customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer is not using quick bolus speed feature on an impacted pump. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1712k was requested and customer response was the device will be returned.